Manufacturer narrative:
Log file analysis (data through (B)(6) 2015)" normal power consumption on single stator. 6 high watt alarms have been logged since (B)(6) 2015. 2 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2015 at 19:18:51; (B)(6) 2015 at 19:20:49. 4 vad stopped alarms have been logged on (B)(4) since on (B)(6) 2015. 9 electrical fault alarms have been logged since (B)(6) 2015 log file analysis (data through (B)(6) 2015): normal power consumption operating on single stator. 21 high watt alarms have been logged since (B)(6) 2015. 4 vad disconnect alarms have been logged on (B)(4) since on (B)(6) 2015. 6 vad stopped alarms have been logged on (B)(4) since on (B)(6) 2015. 19 electrical fault alarms have been logged since (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture."

Event description:
It was reported from the united states that this patient was admitted to the hospital with "multiple overcurrent front stator" electrical fault alarms. The patient was subsequently transferred to the implanting facility for evaluation. The patient reported that "he caught his driveline on a nail about two weeks ago". Visual inspection of the driveline cable by a field engineer revealed damage to the driveline cable about one-third of the way down from the driveline exit site. The patient was transferred to the intensive care unit (ICU) and was prepped with medications for a driveline splice repair. The pump off time was reported to be minimal (10 seconds) during disconnections and reconnections of the procedure. There were no reported complications. The site also cautioned the patient to be more careful with his driveline in the future. A second log file analysis performed after the splice repair revealed that the pump had been running on single stator since (B)(6) 2015. The last report received indicated that the patient was to be discharged home on (B)(6) 2015.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evaluation of the device revealed that the device failed to meet specifications due to damage to the driveline cable about one-third of the way down from the driveline exit site, thus confirming the reported event. The reported electrical fault alarms on the reported event date were confirmed via review of the controller log files. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported electrical fault alarms is the patient catching the driveline on a nail. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.